Event description:
Customer reported, during daily check of device, the lcd display was dim. Service representative duplicated reported condition. Device was repaired and proper operation was confirmed.